Event description:
It was reported that during a lap hysterectomy procedure the device displayed error code 5. They completed with another like device with no patient consequences.

Event description:
Reporter alleged obtaining the results of 114 mg/dl and 68 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.